Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Pt had a history of coronary artery disease, peripheral vascular disease and myocardial infarction. Aneurysm and vessel morphology are unknown. It was reported that the stent graft migration and subsequently a proximal type I endoleak developed. Thirty four months post stent graft implantation a request for a talent aortic cuff under ide (g020050) was requested and a 32 mm diameter x 35 mm diameter talent aortic cuff was successfully implanted. No add'l clinical sequelae were reported and the pt is reported to the fine.